Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding since placement last year') in a (B)(6) year old female patient who had essure (batch no. C06468, c18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, dysmenorrhea and menstruation abnormal. Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("really bad cramping since placement last year"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved, the genital haemorrhage had not resolved and the vaginal discharge, fatigue, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: the consumer had an essure device placed by her (the reporting physician) successfully on (B)(6) 2015. This patient had a history of dysmenorrhea and premenstrual dysphoric disorder prior to her essure procedure. She had been on oral contraceptive pills prior, which may have masked any issues with abnormal bleeding. In the doctors opinion, she experienced no adverse outcomes due to essure. Received treatment for bleeding, bladder/urinary problem, other injuries/symptoms, pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: updated assessment: lot #: c06468. Production date: 18-dec-2013. Expiration date: 31-dec-2016, and lot#: c18707. Production date: 27-jan-2014. Expiration date: 31-jan-2017 sample not available we conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for batches c06468 and c18707 resulted in no unusual pattern identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. This case become incident. Event : dysmenorrhea (cramping), pelvic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, weight gain, hormonal changes. Outcome of the event abdominal pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal portions of the fallopian tubes have an embedded metallic coil within their lumens'), pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding since placement last year') in a 35-year-old female patient who had essure (batch no. C06468,c18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, dysmenorrhea and menstruation abnormal. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included dysfunctional uterine bleeding, bloating, headache and breast tenderness. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("really bad cramping since placement last year"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and total abdominal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal discharge, fatigue, weight increased, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved, the genital haemorrhage had not resolved and the vaginal haemorrhage and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the consumer had an essure device placed by her (the reporting physician) successfully on (B)(6) 2015. This patient had a history of dysmenorrhea and premenstrual dysphoric disorder prior to her essure procedure. She had been on oral contraceptive pills prior, which may have masked any issues with abnormal bleeding. In the doctors opinion, she experienced no adverse outcomes due to essure. Received treatment for bleeding, bladder/urinary problem, other injuries/symptoms, pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal discharge, vaginal bleeding, menorrhagia, pelvic pain quality-safety evaluation of ptc: updated assessment: lot #: c06468. Production date: (B)(6) 2013. Expiration date: 31-dec-2016, and lot#: c18707. Production date: 27-jan-2014. Expiration date: 31-jan-2017 sample not available we conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for batches c06468 and c18707 resulted in no unusual pattern identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records received : reporter information and patient details updated. Events added- vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, abdominal pain upper, embedded device .severity of pelvic pain and stomach pain added. Medical history and concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.